Event description:
His device read 140mg/dl and two hours later device will read 60mg/dl. No medication changes based on results. No treatment received. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.